Manufacturer narrative:
(B)(4). The contact¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the motor device did not stop when the foot was released from the pedal. As a result, it was reported that the perforator device plunged through the dura (located under the skull and around the brain that keeps the cerebrospinal fluid from leaking). It was reported that the devices were used together during use on a patient. It was not reported if there were any delays in the surgical procedure or if spare devices were available. There was patient involvement reported. It was unknown if there were any medical intervention or prolonged hospitalization. The patient's outcome post-surgery was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
It was determined during device investigation that the customer had also returned additional devices (craniotome device and the attachment device) along with the reported devices . Alleged malfunctions were not reported against these two devices. The craniotome device and the attachment device has been included in this event and added in the concomitant medical products section. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the drive shaft was bent and the functional assessment could not be performed. It was determined that this was due to mishandling (user error) by dropping or hitting the device against something which bent the drive shaft and also from not using the protective cap provided with the device. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative:correction: device availability: the device availability was inadvertently documented as (B)(6) 2017 in the initial report. The date returned to manufacturer was corrected to (B)(6) 2017. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.